Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled generator replacement. Following implant of the new device, significant amounts of crosstalk on the v-sense amp was noted. Programming changes were made and all issues were resolved and crosstalk was still observed but not measured but the device. The patient was stable throughout the procedure and will continue to be monitored.